Event description:
This case was reported by a gynecologist/obstetrician and describes the occurrence of device breakage ("when delivery catheter was withdrawn, essure deployed but inner pet fibers remained outside") and complication of device insertion ("another essure device had to be used in order to successfully perform bilateral insertion") in a (B)(6)-old female patient who had essure (batch no. He011jv) inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: during insertion, when delivery catheter was withdrawn, the coil got deployed, but the inner pet fibers remained outside. This did not generate any adverse events. Another essure device had to be used in order to successfully perform bilateral insertion. Cause of incidence: defective essure. Company causality comment : a (B)(6)-old female patient had essure (fallopian tube occlusion insert) inserted and it was reported that when delivery catheter was withdrawn, essure deployed but inner pet fibers remained outside. This event was regarded as anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure. Another essure device had to be used in order to successfully perform bilateral insertion. Therefore, a causal relationship with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. Further information and product technical analysis are being sought.

Manufacturer narrative:
This (B)(6) female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. He011jv) inserted for female sterilisation. The report describes a case of device breakage ("when delivery catheter was withdrawn, essure deployed but inner pet fibers remained outside") and complication of device insertion ("another essure device had to be used in order to successfully perform bilateral insertion"). Other product or product use issues identified: wrong technique in device usage process "handling error". On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: during insertion, when delivery catheter was withdrawn, the coil got deployed, but the inner pet fibers remained outside. This did not generate any adverse events. Another essure device had to be used in order to successfully perform bilateral insertion. Cause of incidence: defective essure the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1649 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 11-jul-2017: update of quality-safety evaluation of ptc other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. He011jv) inserted for female sterilisation. The report describes a case of device breakage ("when delivery catheter was withdrawn, essure deployed but inner pet fibers remained outside") and complication of device insertion ("another essure device had to be used in order to successfully perform bilateral insertion"). On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: during insertion, when delivery catheter was withdrawn, the coil got deployed, but the inner pet fibers remained outside. This did not generate any adverse events. Another essure device had to be used in order to successfully perform bilateral insertion. Cause of incidence: defective essure quality-safety evaluation of ptc: lot number: he011jv production date: 15-dec-2015 expiration date: 28-dec-2018. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility of micro-insert(fiber) breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect is not applicable. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that when delivery catheter was withdrawn, essure deployed but inner pet fibers remained outside. This event was regarded as anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure. Another essure device had to be used in order to successfully perform bilateral insertion. Therefore, a causal relationship with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.